Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. A complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification and no anomalies were noted.

Event description:
It was reported that the patient presented in clinic. Upon review, the physician alleged that the atrial lead was dislodged based on diagnostic imaging. The atrial lead was explanted and replaced. The patient was stable throughout.

Event description:
Additional information received indicated that the physician alleged that the atrial lead was dislodged based on x-ray imaging.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood. Visual and x-ray examinations found no anomalies. Electrical testing found no shorts. All other damages were consistent with procedural damage.